Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/60 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date, expiration date, and UDI cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: very long-term follow-up of pulmonary vein isolation using cryoballoon for catheter ablation for atrial fibrillation: an 8-year multicenter experience. Circulation: arrhythmia and electrophysiology (2025) 18(8): e013645 doi: 10.1161/circep.124.013645. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a project designed to prospectively follow patients with cryoablation during a long-term follow-up with 3 major goals, including: (1) to determine incidence of atrial fibrillation (af) recurrence; (2) to report the incidence of the first af relapse during 8-year follow-up; and (3) to report the incidence of redo af ablations and cardiovascular mortality during follow-up. The authors described 24 patient deaths; however, the causes of death were unknown. Periprocedural complications were 2 patients had permanent diaphragmatic paralysis, 31 patients had transient diaphragmatic paralysis, 4 patients had pericardial effusions, 6 patients had cardiac tamponades, 1 patient had a stroke, 3 patients had arteriovenous fistulas, 3 patients had femoral pseudoaneurysms, and 3 patients had transient st-elevations. Late adverse events were 4 patients had strokes, 2 patients had transient ischemic attacks (tia), 4 patients had major bleeding, 2 patients had acute heart failure, 4 patients had acute myocardial infarctions, and 2 patients had pacemakers implanted. It is unknown if any interventions were performed. The status of the devices is unknown. No additional adverse patient effects were reported. There is no allegation of device-death relatedness indicated in the article; however, the cause of death and device-relatedness has been requested, but not yet received.